Event description:
It was reported before use that cs300 intra aortic balloon pump (iabp) had display problem. No patient involved

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(telephone) (B)(6). Updated fields:b4,e1(event site mail),(initial reporter)g3,g6,h2,h11.

Event description:
N/a